Event description:
It was reported that at the end of the case, the pads were observed to be flat and the patient was operated on this flattened pad for an undetermined amount of time.

Event description:
It was reported that at the end of the case, the pads were observed to be flat and the patient was operated on this flattened pad for an undetermined amount of time.

Manufacturer narrative:
Evaluation of pad sets observed a leak and o-ring of the hose was found to be missing. Hence causing desired pressure to not be maintained. The manufacturing date of the pad set was discovered to be 08/04/2022 which indicated that it may have been on service for ~3 years along with the tubing set. During this time the o-ring on the hose/tubing set is suspected to have cracked and/or go missing. The root cause of this incident is thus deemed to be use error as the user failed to inspect/check the components and accessories for damage/excessive wear or non-functioning parts as recommended in the owner's manual before use thus causing/contributing to the reported malfunction